Event description:
It was reported that the patient had a strong return of symptoms after multiple falls (symptoms not specified). The patient has bilateral implantable neurostimulators with impedances greater than 2000 ohms on all or some of the unipolar pairs. X-rays did not show an obvious fracture or break in the integrity of the system (date not reported). A follow-up report will be submitted if additional information becomes available.